Manufacturer narrative:
(B)(4). The reported description of this complaint notes that a serious injury (hand) occurred during the operation of a nbp module. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that a serious injury (hand) occurred during the operation of a nbp module.